Event description:
Apria did not notify me that the headframe for my sleep apnea machine was recalled due to magnets affecting people with cochlear implants. I found that it was recalled online in march and immediately stopped using it as the magnets are positioned within six inches of my internal device. I have had difficulty with the my left ear and a new map had to changed to turn off one electrode. This was done on (B)(6) 2024. I wore this headframe for nine months and a supply including the recalled headframe was received the first of (B)(6) 2024. Not only was I not notified about this recall in january, but also sent the same recalled headframe in my supplies. I was also charged for the headframe and parts that work with this frame - nose pads - that I can't use. They refuse to remove this charge and continue to send me statements.